Event description:
Pt underwent right total hip arthroplasty. Postoperatively, pt has had increasing hip pain. 5 months later, physician was notified that the lot number implanted was among those recalled by the co for concerns that mfg residue left on the socket may cause adverse reactions including hip pain and the potential for hip failure. Pt may require revision of arthroplasty.